Event description:
It was reported that the insulin pump alarmed an error, and insulin was squirting out at the end of the infusion set during the manual prime process. Advised that the customer should revert to back up plan. It was stated that the customer¿s glucose reading was 519mg/dl, and has been treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.